Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had autofill errors.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had autofill errors. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate. The fse was unable to reproduce the reported failure. The iabp passed functional tests and was returned to the customer for use.